Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient stated the cause of stimulation been on 4.7 instead of 4.1 was known . The patient and husband thought it should be higher but their doctor said no. The doctor said it should be at 2.7 and stated that they should stop going higher when they feel it. The doctor stated it needed to be at 2.7 for it to work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they thought stimulation should have been at 4.7 but it showed 4.1. Patient stated maybe they just forgot and it was 4.1 and not 4.7 however was unsure. No symptoms reported. No further complications were reported or anticipated.